Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ essure coil had migrated from the fallopian tube to my upper mid pelvis/left essure implant embedded in myometrium/states coil no longer in pelvis, migrated from uterus') and perforation ('perforation') in a 28-year-old female patient who had essure (batch no. D06929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included augmentation mammoplasty in 2017, positive pregnancy test on (B)(6) 2013, amenorrhea, multiparous, muscle cramps, fatigue, nausea, foreign body in uterus, any part, constipation, perineal pain, knee pain, muscle spasm, low back pain, dysplasia, patellofemoral pain syndrome, joint pain, irregular periods, iodine allergy, acute pharyngitis, astigmatism, bacterial vaginosis, breast cyst, dry eye syndrome, lumbago, muscle weakness, myopia, plantar fasciitis, elective abortion, multigravida and parity 3. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included left upper quadrant pain, low back pain, dyspareunia, dysmenorrhea, stomach pain, abdominal pain, abdominal tenderness, coital bleeding, breast infection, sickle cell trait, muscle pain and gestational diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced arthralgia ("left hip pain / joint pain"), musculoskeletal pain ("left shoulder pain") and neuralgia ("nerve pain"). In (B)(6) 2018, the patient experienced muscle spasms ("left abdominal spasms"). In 2018, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), back pain ("left lower back pain"), dyspareunia ("dyspareunia"), coital bleeding ("bleeding with intercourse"), headache ("headaches") and complication of device insertion ("but he was not able to implant an essure coil in my right fallopian tube") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (supracervical laparoscopic hysterectomy right salpingectomy,left salpingectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, perforation, pelvic pain, arthralgia, musculoskeletal pain, back pain, muscle spasms, neuralgia, feeling abnormal, fatigue, dyspareunia, headache, complication of device insertion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered arthralgia, back pain, coital bleeding, complication of device insertion, dyspareunia, embedded device, fatigue, feeling abnormal, headache, muscle spasms, musculoskeletal pain, neuralgia, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure removal date- (B)(6) 2018. She had a prior essure placed into the left fallopian tube, but not the right so her husband underwent a vasectomy instead. Physician attempted resection and removed the, fallopian tube on the left, but the device was not in the tube and was not located in the pelvis diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: uterus and adnexal structures are remarkable for 4.5 cm simple appearing cyst in right adnexal region. Further gynecologic evaluation to consider the possibility of entities including endometrioma, cystic ovarian neoplasm or tuboovarian abscess suggested although findings could be related to atypical prominent dominant follicular cyst. There is a linear dense foreign body in left uterine fundus which protrudes slightly beyond the margin of the uterus. This measures 27 mm in length but only 3 mm in thickness. Correlation for migrated/perforated intrauterine contraceptive device or other foreign body advised.. The bladder is unremarkable. Impression:linear foreign body in an projecting external to left uterine fundus.; on (B)(6) 2016: linear foreign body in an projecting external to left uterine fundus.. Hysterosalpingogram - on (B)(6) 2016: 1. Left fallopian tube: essure devise. Fluoroscopic evidence for occlusion of left fallopian tube. No free spillage of contrast from the left fallopian tube. 2. Right fallopian tube patent with free spillage of contrast into the peritoneal cavity. Suggestion of mild dilation of the right fallopian tube is mid to distal portion.. Pathology test - on (B)(6) 2018: diagnosis: uterus and right fallopian tube. Supracervical laparoscopic hysterectomy with right salpingectomy fragmented uterus with proliferative endometrium. Right fallopian tube with no significant pathologic changes. Negative for hyperplasia, atypia or malignancy comment the uterus is received in multiple pieces with the largest piece composed of uterine fundus with attached isthmic portion of the right fallopian tube. Within the junction of the fundus of the uterus and fallopian tube isthmus there is a small metallic, coil-shaped object which is inserted into the fundic myometrium. The serosa of the uterus surrounding this area shows focal adhesions. Clinicopathologic correlation is suggested. Clinical information clinical history: pelvic and perineal pain clinical diagnosis: pelvic and perineal pain procedure: single site supracervical laparoscopic h specimen source a uterus and right fallopian tube gross description received fixed in a single container, labeled with the patient's name and uterus and right fallopian tube are approximately thirty pieces of tissue including a fragmented uterus without cervix and a distorted portion of fallopian tube. The entire specimen weighs about 95 grams. With the exception of two larger pieces comprising uterine fundus, most of the fragments are small and fairly nondescript. One of these larger pieces of uterine fundus also contains a portion of isthmic fallopian tube which is blunted and contains a small metallic object. In this area, the uterine wall is partly sectioned previously exposing portions of metallic object with a coil-like appearance focal fibrinous exudates appear to be present at the isthmic portion of the fallopian tube in this area. Irregular and distorted portions of endometrium are also seen in the larger piece of endometrial fundus. The endometrial lining appears tan, smooth with an average thickness of 0.1 cm. The myometrium, on visualized portions, is tan, smooth and measures about 2.3 cm in average thickness. No gross lesions are visualized within the myometrium. The right fallopian tube is received separately in the same container. It is slightly distorted and measures approximately 5.5 cm in length and ranges from 0.5 to 0.6 cm in diameter. The fallopian tube contains grossly normal fimbria. On sectioning, the fallopian tube demonstrates slightly distorted and somewhat undulated lumen which otherwise does not show gross abnormalities. The remaining small pieces of tissue are nondescript and probably represents some of the myometrium, serosa, and associated fibrocollagenous tissues. In general, however, these are nondescript. Representative sections are submitted in seven cassettes labeled as follows: cassette a 1 - serosa with probable exudate near the metallic coil at the isthmic portion of the fallopian tube. Cassette a2 and a3 - endometrium and myometrium. Cassette a4 and a5 - nondescript soft tissues received in a fragmented fashion. Cassette a6 and a7 - the entire right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, low back pain, left hip pain, dyspareunia, coital bleeding and following one was described in patient's medical record- embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia., device dislocation batch no d06929 production date (B)(6) 2014, expiration date 2017-08-28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Event "perforation nos" added. New reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ essure coil had migrated from the fallopian tube to my upper mid pelvis/left essure implant embedded in myometrium/states coil no longer in pelvis, migrated from uterus') in a 28-year-old female patient who had essure (batch no. D06929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included amenorrhea, multiparous, muscle cramps, fatigue, nausea, foreign body in uterus, any part, constipation, perineal pain, knee pain, muscle spasm, low back pain, dysplasia, patellofemoral pain syndrome, joint pain and irregular periods. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included left upper quadrant pain, low back pain, dyspareunia, dysmenorrhea, stomach pain, abdominal pain, abdominal tenderness, coital bleeding, breast infection, sickle cell trait, muscle pain and gestational diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015 the patient had essure inserted. In (B)(6) 2015 the patient experienced pelvic pain ("severe and persistent pelvic pain") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced arthralgia ("left hip pain / joint pain"), musculoskeletal pain ("left shoulder pain") and neuralgia ("nerve pain"). In (B)(6) 2018, the patient experienced muscle spasms ("left abdominal spasms"). In 2018, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("left lower back pain"), dyspareunia ("dyspareunia"), coital bleeding ("bleeding with intercourse"), headache ("headaches") and complication of device insertion ("but he was not able to implant an essure coil in my right fallopian tube") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (supracervical laparoscopic hysterectomy right salpingectomy,left salpingectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, arthralgia, musculoskeletal pain, back pain, muscle spasms, neuralgia, feeling abnormal, fatigue, dyspareunia, headache, complication of device insertion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered arthralgia, back pain, coital bleeding, complication of device insertion, dyspareunia, embedded device, fatigue, feeling abnormal, headache, muscle spasms, musculoskeletal pain, neuralgia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure removal date- (B)(6) 2018 and (B)(6) 2018. She had a prior essure placed into the left fallopian tube, but not the right so her husband underwent a vasectomy instead. Physician attempted resection and removed the, fallopian tube on the left, but the device was not in the tube and was not located in the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 11-jul-2018: uterus and adnexal structures are remarkable for 4.5 cm simple appearing cyst in right adnexal region. Further gynecologic evaluation to consider the possibility of entities including endometrioma, cystic ovarian neoplasm or tuboovarian abscess suggested although findings could be related to atypical prominent dominant follicular cyst. There is a linear dense foreign body in left uterine fundus which protrudes slightly beyond the margin of the uterus. This measures 27 mm in length but only 3 mm in thickness. Correlation for migrated/perforated intrauterine contraceptive device or other foreign body advised.. The bladder is unremarkable. Impression:linear foreign body in an projecting external to left uterine fundus.; on 20-(B)(6) 2016: linear foreign body in an projecting external to left uterine fundus.. Hysterosalpingogram - on (B)(6) -2016: 1. Left fallopian tube: essure devise. Fluoroscopic evidence for occlusion of left fallopian tube. No free spillage of contrast from the left fallopian tube. 2. Right fallopian tube patent with free spillage of contrast into the peritoneal cavity. Suggestion of mild dilation of the right fallopian tube is mid to distal portion.. Pathology test - on (B)(6) 2018: diagnosis: uterus and right fallopian tube. Supracervical laparoscopic hysterectomy with right salpingectomy fragmented uterus with proliferative endometrium. ¿ right fallopian tube with no significant pathologic changes. ¿ negative for hyperplasia, atypia or malignancy comment the uterus is received in multiple pieces with the largest piece composed of uterine fundus with attached isthmic portion of the right fallopian tube. Within the junction of the fundus of the uterus and fallopian tube isthmus there is a small metallic, coil-shaped object which is inserted into the fundic myometrium. The serosa of the uterus surrounding this area shows focal adhesions. Clinicopathologic correlation is suggested. Clinical information clinical history: pelvic and perineal pain clinical diagnosis: pelvic and perineal pain procedure: single site supracervical laparoscopic h specimen source a uterus and right fallopian tube gross description received fixed in a single container, labeled with the patient's name and uterus and right fallopian tube are approximately thirty pieces of tissue including a fragmented uterus without cervix and a distorted portion of fallopian tube. The entire specimen weighs about 95 grams. With the exception of two larger pieces comprising uterine fundus, most of the fragments are small and fairly nondescript. One of these larger pieces of uterine fundus also contains a portion of isthmic fallopian tube which is blunted and contains a small metallic object. In this area, the uterine wall is partly sectioned previously exposing portions of metallic object with a coil-like appearance focal fibrinous exudates appear to be present at the isthmic portion of the fallopian tube in this area. Irregular and distorted portions of endometrium are also seen in the larger piece of endometrial fundus. The endometrial lining appears tan, smooth with an average thickness of 0.1 cm. The myometrium, on visualized portions, is tan, smooth and measures about 2.3 cm in average thickness. No gross lesions are visualized within the myometrium. The right fallopian tube is received separately in the same container. It is slightly distorted and measures approximately 5.5 cm in length and ranges from 0.5 to 0.6 cm in diameter. The fallopian tube contains grossly normal fimbria. On sectioning, the fallopian tube demonstrates slightly distorted and somewhat undulated lumen which otherwise does not show gross abnormalities. The remaining small pieces of tissue are nondescript and probably represents some of the myometrium, serosa, and associated fibrocollagenous tissues. In general, however, these are nondescript. Representative sections are submitted in seven cassettes labeled as follows: cassette a 1 - serosa with probable exudate near the metallic coil at the isthmic portion of the fallopian tube. Cassette a2 and a3 - endometrium and myometrium. Cassette a4 and a5 - nondescript soft tissues received in a fragmented fashion. Cassette a6 and a7 - the entire right fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, low back pain, left hip pain, dyspareunia, coital bleeding and following one was described in patient's medical record- embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia., device dislocation batch no d06929 production date 2014-08-29 expiration date 2017-08-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. (Product technical complaint) on 12-mar-2020: medical records received. Reporter information, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ essure coil had migrated from the fallopian tube to my upper mid pelvis/left essure implant embedded in myometrium') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, multiparous, muscle cramps, fatigue and nausea. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included left upper quadrant pain, low back pain, dyspareunia, dysmenorrhea, stomach pain, abdominal pain and abdominal tenderness. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain") and fatigue ("fatigue"). (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced arthralgia ("left hip pain / joint pain"), musculoskeletal pain ("left shoulder pain") and neuralgia ("nerve pain"). In (B)(6) 2018, the patient experienced muscle spasms ("left abdominal spasms"). In 2018, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("left lower back pain"), dyspareunia ("dyspareunia"), coital bleeding ("bleeding with intercourse"), headache ("headaches") and complication of device insertion ("but he was not able to implant an essure coil in my right fallopian tube"). The patient was treated with surgery (supracervical laparoscopic hysterectomy right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, arthralgia, musculoskeletal pain, back pain, muscle spasms, neuralgia, feeling abnormal, fatigue, dyspareunia, headache and complication of device insertion outcome was unknown. The reporter considered arthralgia, back pain, coital bleeding, complication of device insertion, dyspareunia, embedded device, fatigue, feeling abnormal, headache, muscle spasms, musculoskeletal pain, neuralgia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date- (B)(6) 2018 and (B)(6)2018. She had a prior essure placed into the left fallopian tube, but not the right so her husband underwent a vasectomy instead. Physician attempted resection and removed the, fallopian tube on the left, but the device was not in the tube and was not located in the pelvis diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: linear foreign body in an projecting external to left uterine fundus.. Hysterosalpingogram - on (B)(6) 2016: 1. Left fallopian tube: essure devise. Fluoroscopic evidence for occlusion of left fallopian tube. No free spillage of contrast from the left fallopian tube. 2. Right fallopian tube patent with free spillage of contrast into the peritoneal cavity. Suggestion of mild dilation of the right fallopian tube is mid to distal portion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, low back pain, left hip pain, dyspareunia, coital bleeding and following one was described in patient's medical record- embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Event verbatim was updated as migration/ essure coil had migrated from the fallopian tube to my upper mid pelvis/left essure implant embedded in myometrium and event pt was updated to embedded device. Medical history and concurrent condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ essure coil had migrated from the fallopian tube to my upper mid pelvis/left essure implant embedded in myometrium/states coil no longer in pelvis, migrated from uterus') in a 28-year-old female patient who had essure (batch no. D06929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included amenorrhea, multiparous, muscle cramps, fatigue, nausea, foreign body in uterus, any part, constipation and perineal pain. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included left upper quadrant pain, low back pain, dyspareunia, dysmenorrhea, stomach pain, abdominal pain, abdominal tenderness, coital bleeding, breast infection, sickle cell trait, muscle pain and gestational diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced arthralgia ("left hip pain / joint pain"), musculoskeletal pain ("left shoulder pain") and neuralgia ("nerve pain"). In (B)(6) 2018, the patient experienced muscle spasms ("left abdominal spasms"). In 2018, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("left lower back pain"), dyspareunia ("dyspareunia"), coital bleeding ("bleeding with intercourse"), headache ("headaches") and complication of device insertion ("but he was not able to implant an essure coil in my right fallopian tube") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (supracervical laparoscopic hysterectomy right salpingectomy,left salpingectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, arthralgia, musculoskeletal pain, back pain, muscle spasms, neuralgia, feeling abnormal, fatigue, dyspareunia, headache, complication of device insertion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered arthralgia, back pain, coital bleeding, complication of device insertion, dyspareunia, embedded device, fatigue, feeling abnormal, headache, muscle spasms, musculoskeletal pain, neuralgia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure removal date- (B)(6) 2018 and (B)(6) 2018. She had a prior essure placed into the left fallopian tube, but not the right so her husband underwent a vasectomy instead. Physician attempted resection and removed the, fallopian tube on the left, but the device was not in the tube and was not located in the pelvis diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: uterus and adnexal structures are remarkable for 4.5 cm simple appearing cyst in right adnexal region. Further gynecologic evaluation to consider the possibility of entities including endometrioma, cystic ovarian neoplasm or tuboovarian abscess suggested although findings could be related to atypical prominent dominant follicular cyst. There is a linear dense foreign body in left uterine fundus which protrudes slightly beyond the margin of the uterus. This measures 27 mm in length but only 3 mm in thickness. Correlation for migrated/perforated intrauterine contraceptive device or other foreign body advised.. The bladder is unremarkable. Impression:linear foreign body in an projecting external to left uterine fundus.; on (B)(6) 2016: linear foreign body in an projecting external to left uterine fundus.. Hysterosalpingogram - on (B)(6) 2016: 1. Left fallopian tube: essure devise. Fluoroscopic evidence for occlusion of left fallopian tube. No free spillage of contrast from the left fallopian tube. 2. Right fallopian tube patent with free spillage of contrast into the peritoneal cavity. Suggestion of mild dilation of the right fallopian tube is mid to distal portion.. Pathology test - on (B)(6) 2018: diagnosis: uterus and right fallopian tube. Supracervical laparoscopic hysterectomy with right salpingectomy fragmented uterus with proliferative endometrium. ¿ right fallopian tube with no significant pathologic changes. ¿ negative for hyperplasia, atypia or malignancy comment the uterus is received in multiple pieces with the largest piece composed of uterine fundus with attached isthmic portion of the right fallopian tube. Within the junction of the fundus of the uterus and fallopian tube isthmus there is a small metallic, coil-shaped object which is inserted into the fundic myometrium. The serosa of the uterus surrounding this area shows focal adhesions. Clinicopathologic correlation is suggested. Clinical information clinical history: pelvic and perineal pain clinical diagnosis: pelvic and perineal pain procedure: single site supracervical laparoscopic h specimen source a uterus and right fallopian tube gross description received fixed in a single container, labeled with the patient's name and uterus and right fallopian tube are approximately thirty pieces of tissue including a fragmented uterus without cervix and a distorted portion of fallopian tube. The entire specimen weighs about 95 grams. With the exception of two larger pieces comprising uterine fundus, most of the fragments are small and fairly nondescript. One of these larger pieces of uterine fundus also contains a portion of isthmic fallopian tube which is blunted and contains a small metallic object. In this area, the uterine wall is partly sectioned previously exposing portions of metallic object with a coil-like appearance focal fibrinous exudates appear to be present at the isthmic portion of the fallopian tube in this area. Irregular and distorted portions of endometrium are also seen in the larger piece of endometrial fundus. The endometrial lining appears tan, smooth with an average thickness of 0.1 cm. The myometrium, on visualized portions, is tan, smooth and measures about 2.3 cm in average thickness. No gross lesions are visualized within the myometrium. The right fallopian tube is received separately in the same container. It is slightly distorted and measures approximately 5.5 cm in length and ranges from 0.5 to 0.6 cm in diameter. The fallopian tube contains grossly normal fimbria. On sectioning, the fallopian tube demonstrates slightly distorted and somewhat undulated lumen which otherwise does not show gross abnormalities. The remaining small pieces of tissue are nondescript and probably represents some of the myometrium, serosa, and associated fibrocollagenous tissues. In general, however, these are nondescript. Representative sections are submitted in seven cassettes labeled as follows: cassette a 1 - serosa with probable exudate near the metallic coil at the isthmic portion of the fallopian tube. Cassette a2 and a3 - endometrium and myometrium. Cassette a4 and a5 - nondescript soft tissues received in a fragmented fashion. Cassette a6 and a7 - the entire right fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, low back pain, left hip pain, dyspareunia, coital bleeding and following one was described in patient's medical record- embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia., device dislocation. Most recent follow-up information incorporated above includes: on 24-feb-2020: mr received : events added- pregnancy with contraceptive device , device ineffective. Lot number added, reporter added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ essure coil had migrated from the fallopian tube to my upper mid pelvis") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "but he was not able to implant an essure coil in my right fallopian tube". The patient's concurrent conditions included left upper quadrant pain. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced arthralgia ("left hip pain / joint pain"), musculoskeletal pain ("left shoulder pain") and neuralgia ("nerve pain"). In (B)(6) 2018, the patient experienced muscle spasms ("left abdominal spasms"). In 2018, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("left lower back pain"), dyspareunia ("dyspareunia"), coital bleeding ("bleeding with intercourse") and headache ("headaches"). The patient was treated with surgery (left salpingectomy, supracervical hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, arthralgia, musculoskeletal pain, back pain, muscle spasms, neuralgia, feeling abnormal, fatigue, dyspareunia and headache outcome was unknown. The reporter considered arthralgia, back pain, coital bleeding, device dislocation, dyspareunia, fatigue, feeling abnormal, headache, muscle spasms, musculoskeletal pain, neuralgia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date- (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: linear foreign body in an projecting external to left uterine fundus.. Hysterosalpingogram - on (B)(6) 2016: left fallopian tube: essure devise. Fluoroscopic evidence for occlusion of left fallopian tube. No free spillage of contrast from the left fallopian tube. Right fallopian tube patent with free spillage of contrast into the peritoneal cavity. Suggestion of mild dilation of the right fallopian tube is mid to distal portion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, low back pain, left hip pain, dyspareunia, coital bleeding". Most recent follow-up information incorporated above includes: on 17-jan-2019: plaintiff fact sheet and medical record was received. Events added from pfs- severe and persistent pelvic pain, left hip pain, left shoulder pain, left lower back pain, left abdominal spasms, nerve pain, brain fog, fatigue, dyspareunia, bleeding with intercourse, headaches, but he was not able to implant an essure coil in my right fallopian tube. And event- joint pain- clubbed to event- left hip pain. Date of birth, age, height, essure insertion and removal date, race, reporter information, medical history, concomitant drug, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.